Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. ¿ what is the lot number of each involved product? Do not have the lot #s. ¿ please clarify, did the user experience a labelling quality issue, or was this general product feedback from the customer? The tyvek wrapper on the plastic trays that the 60s are in is not labeled with ¿60¿ ¿ please clarify how many products were involved in the event? 6 ea. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number of each involved product? Please clarify, did the user experience a labelling quality issue, or was this general product feedback from the customer? Please clarify how many products were involved in the event? Note: events reported on: mw# 2210968-2023-05939 , mw# 2210968-2023-05940 , mw# 2210968-2023-05942, mw# 2210968-2023-05943, mw# 2210968-2023-05944. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2023 and topical skin adhesive was used. There was no product code listed on the tubes causing confusion of knowing which is which. They were dropped and were not labeled. No patient harm. Additional information has been requested.